Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed unspecified oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. There were no patient consequences.